Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where one user was unable to login. A technical support specialist (tss) reviewed and found password authentication for the particular user had been failing due to invalid credentials, while fingerprint login at the station had been successful. The tss advised the customer to reset the password for active directory account and then try logging into the bd pyxis enterprise server webpage. The tss advised the customer to follow the knowledge article all users unable to log in to es 1.6.1 website to verify the server certificate, review config-ids.txt, run config-ids.bat as administrator, select the correct certificate and ou, and allow the powershell script to complete and checking the login access. The user was login successfully. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server user tried to log in to server but received error message as unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.